Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. There were no electronic patient records of the reported event. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device twice did not deliver a defibrillation shock during resuscitation of a patient. A back-up device was then used to continue treatment of the patient. There was patient use associated with this event. The patient had expired.